Event description:
Per user submitted MDR, "monitors would beep then screen would go blank, a few seconds later screen would come back but data would be changed and clock time is off. This happened with several monitors so it affected several babies. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.